Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the reason for replacement was "the product placement was incorrect". It was reported that the valve did not malfunction and was replaced with an valve of the same size and model. It was stated that the product was fully sutured and tested prior to removal. No adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this 29mm mitral mosaic valve, it was explanted and replaced with an unknown device. The reason for the replacement was reported as the valve implantation position might be poor and the stent touched the ve ntricular wall. After consideration, it was removed and it was replaced with a new valve and implanted after adjusting the position. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.